Event description:
It was reported when the device was used during a pneumonectomy, the staples were malformed. The case was completed using sutures. Consequently, the procedure was prolonged by one hour. There were no other patient consequences. The patient is recovering well.